Event description:
It was reported that the patient had their ipg explanted and replaced on (B)(6) 2021, resolving the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg would not communicate with an ipg charger. Manufacturer¿s representative attempted to troubleshoot the issue using different chargers; however, issue persisted. Patient also reported having body weight changes since implant. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.